Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Event description:
It was reported that during the trial, one of the patient¿s lead wires migrated. The reporter stated they were scared that this was going to happen again. Additional information was requested, but was not available as of the date of this report.